Event description:
Accunet and acculink procedure was successful. During hospitalization the pt had partial r horner's with eyelid, droop/ptosis. Unknown if related to the device and the pt's outcome is unchanged.

Event description:
At 30-day follow-up, patient refused to see neurologist.